Event description:
It was reported that anchor broke during implantation. No significant delay or patient injury reported.

Manufacturer narrative:
Investigation results updated. Seven 72202403 bioraptor knotless suture anchor devices returned. With further investigation it was found that (B)(4) are all related to the same event used for a ¿labrum repair surgery¿. These devices are unmarked; not serialized so they will be evaluated together and retained together. Both devices have the same lot number and were sent for the same complaint: ¿it was reported that anchor broke during implantation. No significant delay or patient injury reported¿. No full anchors were returned. No suture was returned. All devices show indications of stress encountered during the procedure. All torque limiters function as intended. Audible click is present. All devices have some degree of the inner insertion shaft damage and bending at the distal end. They no longer spin concentrically. This condition has been found consistent with loss of axial alignment/off axis insertion. There is only one device with partial outer anchor present. It is fractured. There are four others with partial inner grub screw plugs attached. All have been damaged. Some are bent, fractured or burnished from torque. General surgical site preparation was included in an e-mail attachment. Bone quality was listed as normal. The drill bit size was indicated as 2.9mm; this one of the factors contributing to difficult introduction of the anchors. The device anchors are 3.7mm. No root cause related to the manufacturing of this device was confirmed.

Manufacturer narrative:
Seven 72202403 bioraptor knotless suture anchor devices returned. With further investigation it was found that c-0176615, c-0176821, c-0176834, c-0176850, c-0176870, c-0176883, c-0176885 are all related to the same event used for a ¿labrum repair surgery¿. These devices are unmarked; not serialized so they will be evaluated together and retained together. Both devices have the same lot number and were sent for the same complaint: ¿it was reported that anchor broke during implantation. No significant delay or patient injury reported¿. No full anchors were returned. No suture was returned. All devices show indications of stress encountered during the procedure. All torque limiters function as intended. Audible click is present. All devices have some degree of the inner insertion shaft damage and bending at the distal end. They no longer spin concentrically. This condition has been found consistent with loss of axial alignment/off axis insertion. There is only one device with partial outer anchor present. It is fractured. There are four others with partial inner grub screw plugs attached. All have been damaged. Some are bent, fractured or burnished from torque. General surgical site preparation was listed. It is unknown what size tools or instruments were involved. Bone quality was not listed. No root cause associated with the manufacture of this device could be supported. No further investigation warranted. Age added. Patient sex added.